Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "when using the iabp aortic balloon counterpulsation pump, there was an alarm "purge failure". Immediately contacted the engineer, under the engineer's telephone guidance, then took measures to shut down the machine and restart, after restarting the ECG interference is serious, the machine still can not work; unplug the power supply to re-plug the power supply and restart, the machine resumed work, but about one hour later again appeared ECG interference is serious phenomenon, the machine again can not work. He then replaced an aortic balloon pump and connected its power supply to other power interfaces to restore normal, and continued to treat the patient". To continue therapy the pump was replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of purge failure alarm is not able to be confirmed. No part or recorder strip was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "when using the iabp aortic balloon counterpulsation pump, there was an alarm "purge failure". Immediately contacted the engineer, under the engineer's telephone guidance, then took measures to shut down the machine and restart, after restarting the ECG interference is serious, the machine still can not work; unplug the power supply to re-plug the power supply and restart, the machine resumed work, but about one hour later again appeared ECG interference is serious phenomenon, the machine again can not work. He then replaced an aortic balloon pump and connected its power supply to other power interfaces to restore normal, and continued to treat the patient". To continue therapy the pump was replaced. The patient's current condition is reported as "fine".